Event description:
It was reported that prior to starting a da vinci-assisted gastrectomy - wedge resection surgical procedure, staff felt that arm4 was drifting or felt a bit looser than the other arms when moving it. The caller stated that when the staff went to drive the robot, arm4 swung back on its own. The other issue happened during docking. Technical support engineer (tse) review logs and only spotted a code for moving arm4 without pressing a clutch button. The caller stated no impact to the cases but wanted to report this in.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the clinical sales representative (csr) and confirmed that it wasn¿t anything drastic or a specific moment, the team just thought the arm was drifting a little bit. The csr moved the arms around after the case and didn¿t notice anything significant or alarming. The system was verified as ready for use.